Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n198231, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing. Analysis of the pump also found pump motor incorrectly positioned, manufacturing issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased pain, underdose symptoms, went through withdrawals and was agitated. The patient was in for a routine refill on (B)(6) 2015 and upon interrogation the pump status read motor stall occurred. On (B)(6) 2015 logs stated that "stopped pump period may exceed tube set'. Per the event logs the first stall was (B)(6) 2015 at 0110 recovery at 1151, another stall (B)(6) 2015 at 2021 and recovery (B)(6) 2015 at 0906. Next stall was (B)(6) 2015 at 2040, tube set message 48 hours later with no recovery. The patient had not had a recent magnetic resonance imaging (MRI). No audible alarms were reported. The cause of the motor stall was unknown. The pump was replaced patient status at time of this report was alive; no injury. The pump was delivering dilaudid clonidine bupivicaine

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the logs showed that the motor stall recovery occurred on (B)(6) 2015 at 22:07. Another motor stall occurred on (B)(6) 2015 at 21:57 with no recovery noted.

Event description:
It was later indicated that the pump was replaced on (B)(6) 2015 and would be returned for analysis once received back from the hospital. The patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.